Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with fingerstick glucose values between approximately 40 and 50 mg/dl; the caregiver administered orange juice, after which glucose reportedly continued to drop, prompting a second juice administration and a call to ems, who found glucose at 69 mg/dl with no treatment required; glucose subsequently rose to 108 mg/dl. Symptoms included hypoglycemia with altered awareness and amnesia for the event. Outcomes included transient impairment without hospitalization or medical intervention beyond home treatment and ems assessment. Investigation included collection of event details and user education regarding timely meal announcements and avoiding use of meal announcements as corrections. Investigation of this case revealed no device malfunction reported and no component failure identified; the user temporarily stopped and later resumed use of the ilet, and education on use was provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.